Event description:
Received from mediq (B)(6) 2023 a new apneu mask f20 resmed with magnets. It should be known that during attach and detach and during the sleep period the -fast and slow movement the magnets causes faraday inductions in dental metals result in inflammations and high cost and painful treatment in time - 3 years now! - resmed and mediq refuse to pay the bills and do not take any responsibility for this. But now (B)(6) 2026 I found on the resmed site still the manuals from 2018/10 and 2019 / 07 which is a crime! Finds years there is a warning update from 5 cm to 15 cm and later a FDA class 1 recall please take actions to those firms and there certificates!. (B)(6) 2023 report problem and received a new mask without magnets complaint disappeared quickly! " report of non-compliance with resmed class I recall (2024) for airfit f20 magnets. In the netherlands, (B)(6) 2026, resmed and distributor mediq are still providing/publishing manuals from 2018/2019 stating a 2- inch (5cm) safety distance instead of the mandatory 6-inch (15cm). This failure to update safety instructions leads to serious risks regarding faraday induction on dental metals and implants. Local authorities (igj) fail to enforce." A spectral metal analysis I provided to resmed but there reactions told " no magnetic interference due to non ferro metals (?) They deny any faraday inductions and results even the ceo of that company!